Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's doctor reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 496 mg/dl. Customer doctor advised to call patient at the nursing home. Customer advised they ran out of insulin, their blood glucose went high, they were sent to the hospital and then to a nursing home for rehab. Customer was advised to call back when they feel better in order to troubleshoot the insulin pump.